Event description:
It was reported that the patient was experiencing dizziness, severe weakness in the legs and loss of bowel control. The patient was hospitalized, and a full cardiac or blood work was done with no anomalies. The cause of the said symptoms was unknown. Additional information was received that the patients symptoms were determined to be caused by medications. The medications were changed, and the patient was reportedly doing great.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing dizziness, severe weakness in the legs and loss of bowel control. The patient was hospitalized, and a full cardiac or blood work was done with no anomalies. The cause of the said symptoms was unknown.